Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced postoperative chest tightness. The his bundle pacing lead was noted to have dislodged, and during a revision procedure, the lead could not be smoothly controlled. The lead was removed and replaced. No further patient complications have been reported as a result of this event.